Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the cut would not work on pencil and coag was activating like it was stuck and would not turn off, even though it wasn't pushed down. It was removed from the field. Another pencil was opened and the case completed. There was no patient harm.